Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found the upper and lower cases broken, the ring cover contaminated, the two side bail covers broken, the battery release and keyboard pad contaminated, the battery contacts compressed, the ring bent and the battery drawer broken. (B)(4).